Event description:
This selectra was used during an implant. When the physician removed the selectra, it was noted that part had broken off. The product was discarded by the physician, however a picture was taken for the complaint. There were no adverse patient events reported.

Manufacturer narrative:
(B)(6) 2018 - we received new analysis information. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available photo showed a damaged selectra with a detached handle piece. Visible blood residuals may be taken as an indication that the selectra was used during an implantation procedure. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the device would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.